Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was inspected, by a field service technician and an evaluation was completed for it. During inspection, olympus confirmed the reported event, front panel lighting did not work properly, and the main lamp does not light up. In addition, the following non-reportable malfunction was found during the device evaluation: non-olympus lamp installed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely both issues occurred due to the faulty non-olympus lamp. The event can be prevented by following the instructions for use which state: [warning] non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source had a flashing front panel when connecting an endoscope. The issue was found during preparation for use of an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.